Event description:
New information received notes that the patient condition was stable throughout.

Manufacturer narrative:
A secondary device evaluation was performed, and the visual inspection of the header did not find any anomaly related to the field concern. Electrical analysis, output verification under nominal settings, and longevity assessment were normal with no anomalies found.

Manufacturer narrative:
The device was returned in one piece, due to advisory with no allegation of a malfunction. Interrogation of the device, longevity assessment and visual inspection of the device and header attachment area were normal. With no anomalies found.

Event description:
It was reported, via product receipt. That the device is subject to the assurity and endurity pacemakers, header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient condition was not provided.